Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a button error and unexpected restart from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump was exposed to water and they jumped in the pool. The customer stated that they were not able to fully troubleshoot the button error. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received unit with a blank display due to moisture damage on the electronic assembly. Also, found moisture on the motor assembly. Unable to test for button error alarms due to the blank display. The pump had a broken belt clip slot, a cracked reservoir tube lip and minor scratches on the lcd window.